Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance and high capture threshold. No intervention was performed. The patient was stable.